Manufacturer narrative:
(B)(4). The lot was manufactured from november 18, 2014 ¿ november 19, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was involved in an underinfusion incident. According to the report, the device was filled with 230 ml of an unspecified solution and connected to the patient; however, after 60 hours, only 150 ml was delivered. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection and flow rate testing were performed. The device was found to flow within specification. No malfunctions or abnormalities were identified during the evaluation of the device. Should additional relevant information become available, a supplemental report will be submitted.